Event description:
It was reported that at the user facility, a foreign material was found in the package. No medical intervention and no adverse consequences were reported with this event. As this event occurred during preparation at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.